Event description:
It was reported that patient presented in clinic for magnetic resonance imaging (MRI). After MRI was performed, it was noted that the longevity estimates of the patient's implantable cardioverter defibrillator (ICD) decreased and showed signs of a false elective replacement indicator. The device was interrogated days later and showed that longevity estimates returned back to the physician's expectation. No intervention was performed. Patient had no consequences.